Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the implant broke in half during the removal process. The implant had been inserted, but the surgeon was dissatisfied with its placement. Attempts to remove the implant with the inserter were unsuccessful due to insufficient strength, and a dedicated removal instrument was also ineffective. Multiple options were attempted over a 30-minute period before the implant was ultimately removed using a rongeur. The product was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative that after inspecting the inserter after the case it was still fully functional. So that could mean that the threads on clydesdale ptc stripped.